Event description:
I have problems after intravaginal placement of meshes that have caused me pain, erosion, bleeding, fecal incontinence, recurrent infections and many others. I read that FDA issued in the month of october 2008, a report displayed message about the unintended consequences of using these meshes and subsequently several other reports of the serious consequences of their use. I would appreciate if you can send me these reports in order to act properly according to the laws of my country (B)(6). Background in sponsoring attorney's office.